Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose is going high or low and she can't seem to stabilize it. Customer stated that she is using more insulin. Customer's blood glucose was 153 mg/dl at the time of the incident. Customer's current blood glucose is 124 mg/dl. Troubleshooting was performed. Customer stated that her blood glucose was 153 mg/dl at 3 am and it was 89 mg/dl at breakfast. Customer's blood glucose was 85 mg/dl after breakfast. Customer does not want to test the pump. Customer reported a low blood glucose level of 50 mg/dl. Customer treated with two jolly ranchers. Customer declined troubleshooting for low blood glucose. Customer was advised to call in when she has a bent cannula.